Event description:
I had a prolapsed bladder and rectocele. The doctor implanted mesh to correct the bladder, however did nothing for the rectocele. I started having severe pain in my lower abdominal area after seven doctor¿s, a surgeon said that the mesh had to come out. We set up the appointment for (B)(6) 2019, had it removed and will have to have still yet another surgery to correct the bladder and the rectocele in the near future, after healing from this surgery.